Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy electrodes on her back. Patient described it like a brush burn and was itchy, and that there was open skin due to her scratching. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cortisone cream and allegra for the irritation. Follow up indicated that the skin irritation is a bit better but still itchy, pretty red and raw.